Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that feels ill but did not specify any symptoms, medical attention is required at this time. The customer's expected blood results were not disclosed. Verified test strips expire 12/31/2015. Unable to obtain any further information, as medial assistance was required at the time of the call. Customer only stated she is not feeling well and received an result of 300mg/dl's last night on (B)(6) 2015 and is unable to test today as she is receiving an e-3 error message upon strip insertion.